Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically modified to secure the lead connection. The patient is not pacemaker dependent. Besides surgical intervention, no adverse patient effects were reported. As of today the lead remains in service.